Event description:
The suspect meter exhibited a qc1h error twice with the same patient. Patient reported the inratio meter yielded an inr of 1.6 three days ago,subsequently her coumadin dose was increased.